Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an unspecified issue with the pump. The reporter noted that the patient had experienced elevated blood glucose (bg) of 24mmol/l with no reported signs or symptoms of hyperglycemia. No additional information was provided and troubleshooting could not be completed, as the reporter disconnected the call. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction.